Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had stripped threads. The battery cap was not able to secure properly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked. The returned battery cap was unable to fully tighten to the pump case. (B)(6).